Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the lead was unable to be implanted. The physician could not get the lead to bore deep enough into the septum of the left bundle. The lead was not implanted and was replaced. The patient was stable.